Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had expired at home on (B)(6) 2018. Paramedics were called and responded. Patient refused transport to go the hospital. When patient was sleeping, patient¿s blood glucose (bg) levels were very erratic (high and low). Patient had been to the physician due to the erratic bg levels. The patient's spouse said that adjustments had been made to the basal levels to deal with it. Patient¿s spouse stated that the patient¿s bg levels dropped very low prior to death. The patient suffered with poor eyesight. Patient was wearing the pod at the time of death. Patient took other medications.